Manufacturer narrative:
Estimated date of event. The device is not being returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during attempted closure of an unspecified access site, the prostyle device misfired and was ¿spinning¿. An additional prostyle device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to the reported failure to fire may include, but are not limited to, interaction with patient anatomy (human tissue) or failure to maintain a stable position of the device with respect to the tissue tract. The subsequent treatment appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.